Event description:
The consumer called into customer support to report that "...she received 3 blood glucose readings this morning that were too far apart...". It was reported to nova biomedical that a consumer received a result of 279 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips from the same vial getting the following results of 102 mg/dl and 119 mg/dl.

Manufacturer narrative:
B5: during the first call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. B6: a control solution test was performed while troubleshooting in the f/u call with customer support showing the test strips to fall in range. The consumer also performed two back to back blood glucose tests which were within variance. The meter and test strips returned 03/13/2015 and the evaluation is in process. The consumer also returned an additional lot of test strips #: 1020213252. Consumer confirmed no issue with this lot, returned them in error. Test strip lot#: 1020214203 expiration date: 07/2016. Control solution lot#: 1030514339 range: 82-127 mg/dl. Nova max test strip insert-quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.